Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. The customer representative stated that, as a result, the customer's doctor requested that the insulin pump be replaced. The call was disconnected prematurely, and the customer's name and information was not documented. The customer representative was unable to call the customer back in order to assist with the no delivery alarm. The caller did not know the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.